Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device:intestines') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant), pelvic inflammatory disease ("pelvic inflammatory disease"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash pruritic ("rashes or skin conditions type: constant itchiness and unknown skin rash"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems type: vision changes/loss"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: hypersensitivity"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and vulvovaginal discomfort ("pressure in vaginal region"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, gastrointestinal disorder, nausea, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, rash pruritic, migraine, dyspareunia, visual impairment, fatigue, weight increased, alopecia and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash pruritic, urinary tract infection, vaginal haemorrhage, visual impairment, vulvovaginal discomfort and weight increased to be related to essure (ess205). The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: result: bilateral occlusion. No intraperitoneal spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: newly added events- vaginal hemorrhage, nickel sensitivity, urinary tract infection, female sexual dysfunction, itchy rash, painful intercourse, vision loss, weight gain, hair loss, pelvic inflammatory disease, pressure in vagina,reporter was added, lab data were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), gastrointestinal disorder ("gi conditions") and nausea ("nausea"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, gastrointestinal disorder and nausea outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, nausea and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. Events : pain: migration, dysmennorhea (cramping),pelvic/abdominal pain, bleeding : menorrhagia (heavy menstrual bleeding),general abnormal bleeding, allergy: hypersensitivity, other injuries/symptoms: gi conditions, nausea were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.